Manufacturer narrative:
(B)(4). (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the bsc bt registry on (B)(6) 2015, the patient underwent his first bronchial thermoplasty treatment to the lower right lobe. No issues were noted with the device. According to the complainant, on (B)(6) 2015, the patient experienced exacerbated asthma and was seen in e.r. And was hospitalized. The patient was treated with levofloxacin, IV corticosteroids, and aerosol therapy. The event was considered resolved as of (B)(6) 2015, and was discharged.